Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the 3rd party usb data cable that was plugged into the device. Physio replaced the 3rd party usb data cable which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed 3rd party usb data cable and determined that the cause of the reported issue was due to an electrical short on the 12 volt line. When the cable was manipulated the device would unexpectedly power off.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. There was no patient use associated with the reported event.